Manufacturer narrative:
Shoproduct was returned for evaluation. The return fields in (B)(4) state: consumer power wheelchairs. Frame, frame/weld broken. Product received expanded evaluation. The expanded evaluation report states: visual inspection- there was clear tape wrapped around the tip of the seat post. There was a visible circular crack within the tubing of the seat post around where the bolt fastens the seat to the post. With the tape removed, the cracked portion of the tip of the seat post fell completely off of the post. Functional observations- functional testing was not able to be performed since only the seat frame assembly was returned. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the m51 base frame being broken around the seat post weld. Complaint of "base frame is broken right around the seat post weld" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Would additional information become available a supplemental record will be filed.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: consumer power wheelchairs. Frame, frame/weld broken. Product received expanded evaluation. The expanded evaluation report states: visual inspection- there was clear tape wrapped around the tip of the seat post. There was a visible circular crack within the tubing of the seat post around where the bolt fastens the seat to the post. With the tape removed, the cracked portion of the tip of the seat post fell completely off of the post. Functional observations- functional testing was not able to be performed since only the seat frame assembly was returned. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the m51 base frame being broken around the seat post weld. The dealer states the base frame is broken right around the seat post weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the base frame is broken right around the seat post weld.